Event description:
It was reported that the sales representative could not interrogate the pacemaker. Three different programmers were used, but all gave the same error message. The device remains in use with no planned intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).